Event description:
While using the chair, one of the sling clips detached. The patient was standing and lost patient's balance. The carer tried to support patient but fell and bumped patient's knee. No medical attention was required.